Event description:
This report was received from global pharmacovigilance (gpv) and is a regulatory report by the ministry of health (moh) in (B)(6) from a physician of aseptic peritonitis with negative result of the culture in a patient coincident with extraneal viaflex therapy for peritoneal dialysis (pd). On (B)(6) 2010, the patient experienced aseptic peritonitis. On the same day, the patient was hospitalized for peritonitis. On unreported dates in (B)(6) 2010, the patient received treatment with unspecified antibiotics ip, ciprofloxacin oral for one week, and mycostatin oral for one week. On (B)(6) 2010, the patient was discharged from the hospital. On (B)(6) 2010, the patient was readmitted to the hospital for an unreported indication. On the same day, extraneal therapy was discontinued. On (B)(6) 2010, the patient recovered from the aseptic peritonitis. On (B)(6) 2010, the patient was discharged from the hospital. The physician did not provide an opinion of causality for the event of aseptic peritonitis with negative result of the culture in relation to extraneal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.